Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two valiant captivia stent grafts were implanted during the endovascular treatment of an 80mm taa and imminent rupture. It was reported that during the index procedure vamf4646c200tj was placed proximally and vamc3838c150tj was placed peripherally on zone 1 landing. A ia endoleak was observed on the final contrast study. A non-medtronic cuff was placed and a balloon touch-up was done however the endoleak remained. Per the physician the cause of the event was related to the patient's anatomy due to the diameter of the blood vessel at the landing site was 42mm and the neck was short. No additional clinical sequalae was provided and the patient will be monitored.